Event description:
It was reported that there was an alert on this pacemaker system for right atrial (ra) lead pacing impedance being high out of range at greater than 3000 ohms, which resulted in a lead safety switch (lss) to unipolar configuration. Patient was brought into clinic for further testing including isometrics. Health care professional (hcp) stated that the lead fractured. System was reprogrammed to unipolar pacing and sensing configuration. The patient complained about pectoral stimulation during pacing. Further reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture along with environmental stress cracking and cuts in insulations likely caused by explant. The suture sleeve is cut/torn in half, and there is an indent around the lead at this location. It is likely a suture was tied tight onto the lead in this area, "cutting" through the suture sleeve and indenting the insulation. This may have been a contributing factor to the fracture. The reported high impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that there was an alert on this pacemaker system for right atrial (ra) lead pacing impedance being high out of range at greater than 3000 ohms, which resulted in a lead safety switch (lss) to unipolar configuration. Patient was brought into clinic for further testing including isometrics. Health care professional (hcp) stated that the lead fractured. System was reprogrammed to unipolar pacing and sensing configuration. The patient complained about pectoral stimulation during pacing. Further reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service. Later, this lead was explanted and returned to boston scientific for further investigation.